Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test,error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08830 inches. No possible over delivery anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as insulin pump had a over delivering alarm. Blood glucose reading was 25 mg/dl at the time of incident. Current blood glucose reading was 98 mg/dl. Customer treated their blood glucose with food and glucose tablets. The customer alleged the pump was over-delivering insulin. Troubleshooting did not find any issues with the insulin pump. The insulin pump will be returned for analysis.